Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule which failed to attach. There was nothing unusual about the patient or procedure, and an endoscopy had been performed prior to the procedure and was normal. There was no harm to the patient and no intervention was required. A repeat procedure was required. No other known adverse events were reported.